Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the connector portion of the lead was returned in one piece measuring to be 11.0 cm. An insulation breach was found at 4.5 cm to 4.6 cm from the connector pin. The insulation breach was caused by degradation. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.